Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: intraoperative deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that 250cc mentor cpx 4 breast tissue expander with suture tabs was placed under the breast flap, the flap was closed, and the expander was filled. The expander was placed with the fingers and in this maneuver the expander deflated. As a result, new expander was used and the procedure was completed. There were no patient consequences or additional information reported.

Manufacturer narrative:
On june 6, 2022, the mentor failure analysis lab received the device for evaluation. On june 22, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the tall height te wsut tabs 250cc tissue expander was found to have a tear on the anterior aspect, measuring approximately 2.5 cm. A microscopic examination was performed and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expanders include but are not limited to the following events: intraoperative trauma, excessive stresses or manipulations. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).